Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 359 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer had used a new infusion set site location and was to apply a new site in a different location that has been successfully used before. The customer declined tandem technical support's offer to follow-up.